Event description:
Initial troponin result of 0.103 ug/l. Second sample from same patient the same day recovered <0.01 ug/l. The initial sample and second sample were retested, each gave result of <0.01 ug/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.